Event description:
Rptr indicated that device diagnostic testing on a sys diagnostic test at an office visit one yr ago resulted in high lead impedance reading. The pt underwent revision surgery 6 mos ago, during which the lead was repositioned and the connector pin reinserted. The high impedance reportedly resolved. Device diagnostic testing on a sys diagnostic test during an office visit since revision surgery resulted in high impedance reading, indicating possible lead fracture as the cause of intermittent high impedance condition. X-rays reviewed by treating physician prior to revision surgery. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Conclusions: device failure suspected but did not cause or contribute to a death or serious injury.